Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument failed to open and close during procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected with no issues noted before the procedure. The procedure being performed was a robotic assisted prostatectomy. The surgeon was doing dissection and cautery during lateral release of the prostate when the issue occurred. The jaws were not stuck to tissue. There were no adverse effects to the grasped tissue. The procedure was completed robotically with a back-up instrument of the same kind. There was no patient injury or bleeding. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the grip cable was broken. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.